Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The large needle driver instrument did not move intuitively when the surgeon was holding the surgical suture with the instrument. The issue was persistent. The customer reseated the instrument, but the issue persisted. The customer did not exchange the drape. The drape will not be returned. Eventually, the issue was resolved by replacing the instrument. There was no impact to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver (lnd) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. Failure analysis found the primary failure of functional test failed - intuitive motion to be related to the customer reported complaint. This instrument¿s grip tips were not moving intuitively. The root cause could not be determined. An additional observation which was not reported by the site was also identified. There were signs of corrosion found on the instrument bearings. The grip input disk bearings exhibited orange discoloration. The root cause of this finding is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of this failure is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the device logs for the large needle driver (part# 420006-12/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the large needle driver was last used on (B)(6) 2022 via system serial# (B)(4). There were 5 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. Images associated with this reported event were not submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the large needle driver instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, non-intuitive motion issue occurred on the large needle driver (lnd) instrument and the jaws could not open and close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.